Manufacturer narrative:
Correction : describe event or problem; omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported a hardware vulnerability on the pc unit's internal cf card where the device did not detect modifications to the data stored on the card. When the firmware is modified, it can be uploaded back to the card and plugged back in without detection from the pc unit. The reported hardware vulnerability was demonstrated by a security researcher at the defcon-25 conference. There was no patient involvement.

Event description:
It was reported that the pc unit contained a hardware vulnerability regarding its internal cf card where the device did not detect modifications to the data stored on the card. When the firmware is modified, it can be uploaded back to the card and plugged back in without detection from the pcu. This was demonstrated at the defcon conference. Upon internal investigation, it was concluded that modification would lead to changed strings in the device¿s user interface, or an inoperable device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.